Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a female consumer of unspecified age consumer via regulatory authority in united states (mw5034141) on (B)(6) 2014 who had essure (fallopian tube occlusion insert) inserted and experienced 4 pieces broke off essure coil during deployment in right remaining tube, complication of device insertion, severe abdominal pain for a month afterwards, hsg showed coil had migrated near end of tube nearest the ovary, on occlusion had taken place, moderate-severe pain on right side in location of coil especially during ovulation, pain after interbourse and exercise and severe psoriasis on scalp. No info was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2013, the consumer had essure (fallopian tube occlusion insert) inserted. It was reported that pieces broke off essure coil during deployment in right tube. It was written in her operating report. She experienced severe abdominal pain for a month afterwards, in 2013, a hysterosalpingogram was performed and showed that coil had migrated near end of tube nearest the ovary and no occlusion had taken place. The doctor stated that the only way to know if coil has perforated the tube was by having surgery. She is still having moderate-severe pain on right side in location of coil especially during ovulation and after intercourse and exercise. She also developed severe psoriasis on scalp, which she never had prior essure and she was never tested for a nickel allergy to the procedure. The outcome of the events was unk. The relationship between events and essure was not reported.